Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported the sheath unraveled, resulting in the tip remaining in the body during a peripheral angioplasty. The tip of the device was removed surgically via cut down procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No additional information was available at the time of this report.

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, drawings, dimensional verification, device history record, instructions for use (IFU), trends, quality control, and visual inspection of the returned device was conducted during the investigation. One used/damaged flexor high-flex ansel guiding sheath was returned for evaluation. Visual inspection revealed the tubing to be frayed at the separation site, without signs of elongation. Exposed coiling was exiting from the distal tip of the sheath, and the distal end of the tubing contained stretched coiling within the tubing. The separated tip of the sheath was not returned for evaluation. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use. Specific items addressed include : precautions: do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath removal: 1. Insert wire guide at least 10 cm past the tip of the sheath. 2. Insert the introducer dilator over the wire into the sheath. 3. Withdraw the sheath and dilator as a unit. 4. Remove the wire guide." Factors that may have contributed to the reported event may be related to user technique and/or the patient 's anatomy (calcified arteries). Additionally the separated tip of the sheath was not returned for investigation. The rb tubing contains a nylon radiopaque laminate tubing (nrlt) tip and two types of nylon natural non-radiopaque tubing. It is possible that the separation occurred at the bond between the nynt-8.8 and nynt-8.8be materials. Based on the information provided and the results of the investigation; however, a definitive root cause to the reported event could not be conclusively determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.